Event description:
It was reported that during catheter placement in this patient on (B)(6) 2023, the operator found burrs and split at the tip of the introducer sheath so that it could not introduce through the guide wire. A new mst was immediately used for operation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during catheter placement in this patient on (B)(6), 2023, the operator found burrs and split at the tip of the introducer sheath so that it could not introduce through the guide wire. A new mst was immediately used for operation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.